Event description:
The patient's spouse reported the device was removed due to a staph infection. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.